Event description:
It was reported that during a vein graft to diagonal coronary artery stenting procedure, after lesion predilatation (2.0x12mm trek), the 2.5x18mm xpedition stent delivery system failed to cross the moderately tortuous, heavily calcified lesion. The device was removed without issue. An all star guide wire was in place and a balance middle weight universal ii guide wire (bmw) was advanced to use as a buddy wire, but resistance was met prior to exiting the guide catheter. During bmw removal, resistance was met, so the guide catheter and the bmw were removed as one unit. Upon removal it was noted that the tip was stretched and part of the tip was detached, but remained in the guide catheter. The all star guide wire remained in the patient and a non-abbott 2.5x18mm stent was successfully implanted. There was no patient adverse effect and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The stretched and separated tip was able to be confirmed. The resistance with the guiding catheter could not be replicated in a testing environment due to the condition of the returned product. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.